Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a flat crease and the weight was to the spec. A microscopic analysis was performed which identified a broken striated in the anterior side. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.